Event description:
It was reported that guide wire break occurred. The target lesion was located in the heavily calcified superficial femoral artery. The 300cm journey guide wire was advanced to the lesion however, it broke and snapped inside the 018 x 135 rubicon 14 support catheter. The guide wire was removed completely. The support catheter was flushed and was used for the rest of the case. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).